Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and endocarditis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. Initially, the pacemaker was reprogrammed however it was later explanted.